Event description:
A medtronic representative reported that the site is able to register without issue, but at some point during navigation, inaccuracy occurs on the pt's left side. There was no impact to the pt's outcome reported.

Manufacturer narrative:
Pt demographic information has been requested, but not provided. On site investigation in progress.